Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) alleging inaccurate results of "12.4, 11.5, 12.1 and 23.1 mmol/l" on the same meter. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.